Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 122-123 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.

Manufacturer narrative:
Device not returned.